Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer hardware failed. The customer followed the steps prompted by the recover storage space button; however, when this did not resolve the issue, the device was rebooted and another attempt was made to recover the drawer, but it remained unsuccessful. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 would not show as closed in care fusion application. A field service engineer recovered drawers, tested multiple times in hardware test application (hta) and it passed, also reseated all connections on sensor control board to resolve. The system functioned as intended after the field service engineer repaired the device.